Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported the following volumes for the previously reported volume discrepancies. On (B)(6) 2014 the expected volume was 4.8 milliliters (ml) and the actual volume was 9.2 ml. On (B)(6) 2014 the expected volume was 3.0 ml and the actual volume was 7.0 ml. On (B)(6) 2014 the expected volume was 7.6 ml and the actual volume was 13 ml. The cause of the difficulty aspirating and the volume discrepancies was not known at the time of the report. A roller study and a dye study were performed on (B)(6) 2014. The roller study was normal, but the dye study was not. The pump and catheter were replaced on (B)(6) 2014. The patient was doing well with the new pump and catheter.

Event description:
It was reported that it was suspected that the patient¿s catheter was broken. A dye study was attempted, but they could not aspirate, and there had been ¿lots¿ of volume discrepancies which began in (B)(6); exact volumes were unknown at the time of the report. According to the logs, the pump had been dry since (B)(6) 2014. The reporter stated that they were going in to replace the catheter on the date of the report, but they were not sure if they were going to replace the pump; the plan was to check it with a roller study. The reporter indicated that they were also changing concentrations on the date of the report. The pump was being used to deliver hydromorphone, clonidine, and bupivacaine. Additional information including interventions, patient symptoms, and patient outcome has been requested. If additional information is received, a follow-up report will be sent.